Event description:
It was reported that the distal tip of the recanalization catheter separated from the outer catheter after having been activated for two minutes and thirty seven seconds. Upon retraction from the vessel, the marker band detached from the catheter. The marker band was unable to be retrieved from the vessel. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned for eval; therefore, the investigation is inconclusive. Per the reported event details, the distal tip separated from the outer catheter during activation. It is likely that the tip separating from the outer catheter contributed to the marker band becoming stuck in the lesion during removal. It is likely that excessive force during removal of the catheter, combined with the marker band becoming stuck in the lesion, resulted in the marker band detaching from the catheter. The definitive root cause for the distal tip separating from the outer catheter shaft is unk. It is unk whether pt and/or procedural issues contributed to the event.